Manufacturer narrative:
The insulin pump received motor error alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no delivery alarm due to motor error alarm. Device was received with normal operating currents and passed unexpected restart error test and self-test. Motor passed motor test. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she is getting a no delivery alarm and the issue started today. Customer's blood glucose was 102 mg/dl at the time of the incident. Customer stated that she is getting the alarm during a bolus and she got the alarm again when going through the manual prime process. Customer attempted to film the tubing and got a no delivery. Customer was advised to change the infusion set with the current reservoir. Customer stated that the insulin did not exit the tubing. Customer was advised to try a new reservoir with the current set. Customer stated that insulin came out and the pump alarmed no delivery with manual prime. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to a back-up plan. The insulin pump will be returned for analysis.